Event description:
The distributor reports the user facilty experienced the following; after zero balancing the catheter was placed in the patient. The monitor showed 40 mmhg. The physician replaced the cathetr and the reading was acceptable. The distributor tested the catheter by connecting to the mpm-1 monitor and attempted to zero balance. The monitor displayed +68 at first, the zero adjustment on the bottom side of the transducer connector was turned but the value did not go below +16.